Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Per medwatch (B)(4), during explant of system, there was partial removal of this rv lead. The lead broke when the physician was trying to remove it and part was left in the heart. Should additional information become available, this file will be updated.